Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2026. During the procedure, it was reported that the balloon had a pinhole. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: the anatomy location and type of procedure performed are unknown and is being reported as it may have occurred in the esophagus.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used during a procedure performed on january 6, 2026. During the procedure, it was reported that the balloon had a pinhole. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: the anatomy location and type of procedure performed are unknown and is being reported as it may have occurred in the esophagus.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus. Block h11: investigation results the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual inspection found no physical problem found on the device. Functional evaluation found that the balloon was not able to hold pressure due to a pinhole in the balloon located approximately at 85 mm from the tip of the device. Microscopic evaluation also found evidence of a pinhole. No other problems with the device were noted. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A risk review was completed and confirmed that the event of balloon pinhole was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. With all the available information, boston scientific concludes the reported event of balloon pinhole was confirmed. The returned device was found to have pinhole in the balloon located approximately at 85 mm from the tip of the device. The balloon pinhole is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous the procedure, could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.